Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file did show the user advisory related to the customer's report. The unit prompted "check therapy cable" as well as several defib cable ID changes and pads off and pads on prompts. These prompts indicate an unsupported cable/electrode condition. The log does not record the serial number of the multifunction cable or what electrode type was connected to the device at the time of these advisories; therefore, it is not known if the multifunction cable was replaced or if electrodes were changed to troubleshoot during the reported event. Without receipt of the device root cause evaluation could not be performed. Analysis of reports of this type has not identified an increase in trend.